Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, after the surgeon fired the device, he found there were no staples presented. Another device was used to complete the procedure. There were no adverse consequences for the pt.